Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode experienced pain midway between the sternum and the incision site. A revision was performed near the site where the pain was occurring. The electrode was found to be superficial and was successfully revised. No additional adverse patient effects were reported.